Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was observed kinked at different points. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the returned stent presented some kinks at different points. The observed kinks may be related to user manipulation while setting up the device, some technique applied during procedure and or tortuous anatomy could have contributed on the problems, once the stent presented those kinks, the user may have experienced difficulties deploying it. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct on (B)(6) 2021. During the procedure, it was noted that they had difficulty deploying the stent. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding that the stent was kinked.